Manufacturer narrative:
Testing and investigation found the device touchscreen responded; however, the key alignment was slightly off center. During a review of the device history touchscreen fail adn touchscreen: button ID: invalid errors were noted. The probable cause was due to contamination on the device touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was not working. The device was returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing as the user facility the device touchscreen was not working. No add'l info was provided.